Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. There was no activity outside of normal use observed in the black box or download history. The pump passed the delivery accuracy test and was found to be operating within required specifications.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.